Manufacturer narrative:
Exact date unknown, event occured since implanted.

Event description:
It was reported that the patient was not getting adequate relief. The patient underwent a revision procedure wherein the ipg was replaced with an MRI capable and added a new lead. The explanted ipg will not be returned as it was discarded by the facility.